Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, a catheter revision occurred on the date of the report. A surgical revision was performed and the healthcare professional (hcp) removed the old pump segment and attached a suture-less connector (sc) to the existing spinal segment at the midline incision. There was an occlusion and disconnect at the connector pin and volume discrepancy noted (3ml expected residual volume and 11 ml actual residual volume). The spinal segment of the original catheter was left in place because it flowed easily with csf (cerebrospinal fluid). The product issue was reportedly resolved. It was noted, the hcp was unsure about the pump performance, but elected to replace because eri was only 20 months away. The patient symptoms were pain and less than 50% therapy relief. It was also noted, the patient had a return of pain and intermittent volume discrepancy in the pump. The patient status at the time of the report was ¿alive no injury¿. The pump was used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)